Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she was at the hospital due to her diabetes. The customer stated that the hospital visit was not related to the readings of her contour next link 2.4 blood glucose monitoring system. While at the hospital, the customer performed a blood glucose testing using her contour next link 2.4 meter and obtained a reading of 345 mg/dl. Based on this reading, the customer received 2.5 units of insulin from her insulin pump. Within 10 minutes, a repeat testing was performed with the hospital's meter and a reading of 135 mg/dl was obtained. Three hours later, the customer was feeling unwell and had headache, which she related with the symptoms of hypoglycemia. The customer took glucose and recovered well. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.